Manufacturer narrative:
This report is submitted on november 5, 2020.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device on the same date.

Manufacturer narrative:
This report is submitted on 2 december 2020.